Manufacturer narrative:
No further information was provided. The patient remains ongoing on the lvad system. A supplemental report will be submitted when the manufacturer's investigation is completed. This report addresses the modular cable. The lvad pump is reported under MFR. # 2916596-2020-00830.

Event description:
It was reported that during the implantation procedure in the operating room, the lvad system was being prepared. After testing of the pump it became difficult to disconnect the modular cable from the pump at the connector point. The screw was reportedly difficult to disconnect even with a tool. After disconnecting the modular cable, it was exchanged for a new one. No further information was provided.

Manufacturer narrative:
Section d10, h3: additional information. Manufacturer's investigation conclusions: although the reported difficulty disconnecting the modular cable was confirmed based on the tool marks on the inline connector screw ring, the root cause was unable to be determined. The modular cable was returned in like-new condition. The controller connector appeared unremarkable and the inline connector and screw ring showed extensive scratches, consistent with the reported use of a tool to disconnect the cable from the pump. Visual inspection of the inline connector under a microscope found no evidence of misalignment or damage to the pins. The half-moon alignment features also appeared free of damage or misalignment. The connector threads showed no obvious damage or any foreign material that may have increased resistance while unthreading the connection. The inline connector was connected to a test pump cable and the screw ring was fully threaded, covering the yellow line. Rotation felt normal with the expected ratcheting sensation. The screw ring was then able to be unthreaded without difficulty. The inline connection was repeated with several other test cables and no difficulty connecting or disconnecting was encountered. Attempts to forcibly cross-thread the screw ring did not reproduce the reported issue. The modular cable also passed manufacturing test procedure and was determined to function as intended. The cause of the reported event could not be determined. Visual inspection of the inline connector found a pinched o-ring. The issue did not appear to have contributed to the reported event and did not impede the connection during testing, which included connecting to multiple test pump cables and the functional test unit. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.